Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 7 days ((B)(6) 2023 ¿ (B)(6) 2023, (B)(6) 2023 per timestamp). Events captured on (B)(6) 2023 took place in the testing labs at abbott. Backup battery fault coincident with load test failures were active on (B)(6) 2023 from 02:37:01 ¿ 07:55:45. The alarms did not clear in the log files. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2023 at 10:08:48 and the controller was shut down at 10:09:19. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent functional and preliminary testing and passed. The controller was able to operate a pump with no alarms active and was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2023. The emergency backup battery (ebb) was replaced on (B)(6) 2023 without any incidents. On (B)(6) 2023 at 02:37:01 am, the backup battery fault alarms occurred again. The controller was replaced and the alarms resolved. The patient had been asymptomatic. Log files confirmed backup battery fault alarms starting on (B)(6) 2023.